Event description:
It was observed that during the device evaluation, the jet tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the jet tube of the colonovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. The most probable cause of the failure is cause traced to failure to follow instructions, as the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor complaints for this device.